Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Evaluation found that the device did deliver pacing stimulation on multiple occasions. The device history log showed multiple lead off messages during the reported event. This factor may indicate poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the electrode pads were not returned for evaluation as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown) at 70 ppm and 140 ma the device's pacer settings were lowered to check the patient. When the device's pacer settings were changed backed to 70 ppm and 140 ma the device was unable to output pacer current. Complainant indicated that they switched the electrode pads and the device was unable to output pacer current. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing was unable to duplicate the reported malfunction.